Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract. This is report 1 of 4. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out. Three people said they had difficulty engaging the safety/ retracting the needle. It caused the seal to break on some and caused a back splash of blood and even caused one catheter to slide back out partially. They have 2 of 3 they can send back.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle did not properly retract. This is report 1 of 4. There was no report of patient impact. The following information was provided by the initial reporter: customer reached out. Three people said they had difficulty engaging the safety/ retracting the needle. It caused the seal to break on some and caused a back splash of blood and even caused one catheter to slide back out partially. They have 2 of 3 they can send back.